Event description:
It was reported that the 3.0x06mm nc trek balloon dilatation catheter (bdc) failed to inflate during an unspecified procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An unspecified bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.